Manufacturer narrative:
Additional information received on 13-dec-2018 that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of high pressure. The pump was visually inspected and found error code 10038 on display. The customer's stated problem was verified. Investigator's inspected the pump and found error code on display. Further investigation of the pump and determined an intermittent motor is the root cause of the issue. Service replaced the intermittent motor to correct the reported problem. The root cause of the reported problem was the intermittent motor.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. High pressure was found in event history log. Reported problem was unable to be duplicated during inspection. The root cause of the reported issue was intermittent motor. Actions were taken to mitigate the reported issue: the motor will be replaced. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the device was showing with error code 10038. No patient injury was reported.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.